Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were requested, but not provided. The customer changed all ise reagents. The na, k, and cl electrodes were also replaced. The customer noted there was salt at the reference electrode and this was replaced. The customer stated they still had issues after replacing the reference electrode. The field service engineer determined that a probe tip was blunt. Bubbles were found in the sipper tubing during sample aspiration. The engineer cleaned some valves. An ise check and quality controls passed. No further issues occurred. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on the cobas 6000 c501 module. The second patient sample also had discrepant results when tested with the cl electrode. No questionable results were reported outside of the laboratory. The first patient sample initially resulted in a na value of 115 mmol/l and it repeated as 124 mmol/l. The second patient sample initially resulted in a na value of 123 mmol/l and it repeated as 131 mmol/l. This sample initially resulted in a cl value of 114.5 mmol/l and it repeated as 102.3 mmol/l. The third patient sample initially resulted in a na value of 123 mmol/l and it repeated as 116 mmol/l.